Event description:
The following has been reported: work description: alarming upstream occlusion closing comments: replaced intermittent upstream pressure sensor. Calibrated and tested ok. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. "The reported device was not returned to brézins for investigation as repairs were carried out locally. The upstream pressure sensor was replaced, to solve the issue, and was sent back to brézins for further investigation. Once in brézins, reported event was reproduced by tests. The root cause was a defective upstream pressure sensor. To our knowledge this complaint is not being related to patient safety. This complaint was added in our trend for statistical follow up." This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated no action.